Event description:
It was reported that the pt experienced a shocking or jolting sensation, while the device was turned on, beginning a week after the device was implanted. X-rays were performed and no visible issues were seen. No further details or pt outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).